Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially was implanted with a bifurcated and infrarenal device on (B)(6) 2012. On (B)(6) 2017, we were made aware that the patient had a possible endoleak type iiia. The physician plans to reline with an additional cuff. Secondary procedure has not been scheduled. Patient currently in stable condition.